Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. During the procedure, the stent was successfully deployed. However, the stent got caught on the delivery system during an attempted removal of the catheter, almost resulting to pulling out the stent. The stent remains implanted, and the procedure was competed. There were no patient complications reported as a result of this event.